Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2016 with the following findings: during investigation, a review of the pump¿s black box data showed the last basal delivery was on (B)(6) 2016. No evidence of short battery life was observed. No damage was found to the battery compartment or battery cap. The battery cap secured properly to the pump and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button was torn exposing the slug contact. The audio bolus button responded appropriately during testing. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.